Event description:
Pt reported that three infusion sets from same box were broken (insulin was seen bubbling out). Pt experienced high blood glucose (280+ mg/dl). Pt attempted to correct high blood glucose by bolusing (12 u of insulin), but blood glucose continued to rise. No medical treatment was received.